Event description:
3mm x 20 cm 150 cm working length cook medical advance 18lp balloon became lodged on wire being used for angioplasty, while trying to dislodge balloon port detached from the catheter of balloon. Balloon had to be cut in order to pull completely out as well as a portion of the wire. Per surgeon the balloon was stuck to the wire which caused the difficultly dislodging. Entire balloon was removed as well as wire.

Event description:
3mm x 20 cm 150 cm working length cook medical advance 18lp balloon became lodged on wire being used for angioplasty, while trying to dislodge balloon port detached from the catheter of balloon. Balloon had to be cut in order to pull completely out as well as a portion of the wire. Per surgeon the balloon was stuck to the wire which caused the difficultly dislodging. Entire balloon was removed as well as wire.